Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-13297, 13298. Three leads are being reported, since it is unk which lead is related to this event. It was reported the pt had new leads implanted. After closing-up the incision, a lead was poking through the skin. The physician opted to explant the leads and replaced with new ones.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.